Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the battery was still not stabilized. No date has been set for battery replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that around mid-(B)(6) 2018, the patient was not able to connect to their ins using their programmer or recharger. The programmer displayed the poor communication screen, and the recharger was displaying the reposition antenna screen so they were unable to recharge. The last time the patient successfully recharged was 7-8 months prior to the call because they had a shoulder surgery (confirmed to not be related to their device/therapy) and was told not to use their device for a period of time after the surgery. No symptoms were reported. They were redirected to the doctor to confirm if the ins was in over discharge. The doctor told the patient to schedule an appointment with a manufacturer representative (rep) to see if the ins can be jump started. They were redirected to the doctor to set up the appointment with the rep. Additional information was received from a manufacturer representative (rep). It was reported that the rep met with the patient on (B)(6) 2018 to do a physician mode recharge (pmr) and the device was brought out of over discharge. The patient fully charged last night, but the battery was at a quarter when the patient woke up. The rep wanted to know if the implant needed to be replaced. It was reviewed that the battery is unstable after over discharge and the patient will need to monitor and recharge at least a handful of times to recondition the battery. After the recondition period, if the battery remains unstable, then the hcp and patient may need to consider replacement if the battery still drops quickly. No further complications were reported.